Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol), model ar40e, was implanted into the patient¿s right eye. A non¿johnson & johnson needle (tsk) was used during the procedure, and the haptic broke while being sutured. The iol was subsequently cut in half and explanted during the same surgery. The procedure was completed using a backup iol of the same power. Incision enlargement, placement of a suture, a vitrectomy, and an approximate 10-minute surgical delay were reported. Additional information indicated that the patient¿s postoperative status remained stable. The complaint device was discarded. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h6: health effect- impact code 4631-pt-removal and replacement : procedural complications (more complex surgery) section h6: health effect- impact code 4625- pt-sutures : surgical intervention, hs-incision enlarged : procedural complications and pt-unplanned vitrectomy : surgical intervention (additional surgery) section h6: health effect- clinical code 4581-hs-incision enlarged : procedural complications (appropriate term / code not available). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: the following fields was updated based on the additional information received as the following code is no longer applicable applicable to this event: section h6: section h6: health effect- impact code 4625- additional surgery (unplanned vitrectomy). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.